Event description:
The caller reported that the t:slim x2 pump battery would not charge despite efforts to troubleshoot with different cables and adapters. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.